Manufacturer narrative:
Based on the results of the investigation, the root cause of the broken adhesive buoy could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the deflectable videoscope's bending section adhesive buoy was found to be broken. There was no patient involved.